Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. Visual examination of the returned oxf gap gauge lge 5/6mm ref (B)(4), lot 150601, identified signs of use (scratches, gouges) but no shavings returned or found. The oxf gap gauge lge 3/4mm ref (B)(4), lot 150901, was not returned for investigation, however pictures of a product ref. 32-422811 were provided and identified scratches on the instrument. The lot number is not visible on the pictures. A review of the device manufacturing records of product batch 150601 confirmed no abnormalities or deviations that could be related to the reported event. A review of the device manufacturing records of product batch 150901 confirmed no abnormalities or deviations. Review of the complaint histories found no additional related complaints for these items and the reported part and lot combinations. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - associated medical instrument: oxf gap gauge lge 5/6mm; item# 32-422812; lot# zb150601. G2: denmark. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that small grey plastic shavings were discovered while the instruments were being packed after surgery. It is therefore unknown whether any of the shavings may have entered the surgical wound. There have been no reported consequences or impact to the patient. Due diligence is in progress for this complaint; no further additional information or product has been received at the time of this report.